Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer received blood glucose readings of 33.3 and 31.0mmol/l on the contour next link 2.4. He did not feel well. His bolus was corrected. He later felt hypoglycemic and he treated himself for it. Specific information was not provided. He retested on the contour link and the reading was 5.6mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The country rep was advised to have the test strips returned for evaluation. Strip information was not provided.